Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of no image due to faulty charged coupled device (ccd) unit. Additionally, there was a cable shortage which caused intermittent horizontal white streaks on the image. The faulty parts were replaced and inspected to meet olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found that the charged coupled device (ccd) unit failed due to an impact such as the user dropping the device which stopped the image from displaying. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.